Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegms confirmed the presence of noise on the rv as well as on the ff channel which led to shock delivery as reported in the complaint description. The available impedance, threshold and sensing values and trend curves did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - patient arrived to follow-up clinic (B)(6) 2016, and forty-nine detections in the vf zone were discovered. All of them were inappropriate detections due to noise. The patient also received three inappropriate shocks as a result of these events. All sensing/pacing/impedance parameters were stable and within normal range. The patient will be scheduled for a lead replacement.